Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was observed when requesting a bolus. The customer's blood glucose (bg) level was 270-300 mg/dl. Reportedly, the customer changed the infusion set and cartridge to resolve the issue.